Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30176 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of seven of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the heater line of the amia automated pd cycler set that led to this alarm. Renal therapy services discussed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.